Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. There was no complaint stated against this device. Removal of this component would be typical during this type of revision surgery. Product did not contribute to this event.

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).